Event description:
It was reported that while the pharmacy technician was unscrewing the syringe from the 20mm medication vial access device, the syringe broke off. There was no patient involvement.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that while the pharmacy technician was unscrewing the syringe from the medication vial, the syringe broke off and stayed in the vial.